Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Explant surgery is planned for the future.

Event description:
Physician reported a rupture of the left side device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight to the spec, deformation and yellow particles. Cloudiness and voids were observed after the autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
The device has been explanted.

Manufacturer narrative:
Explant surgery is planned for the future. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported an unknown side rupture. Device remains implanted.